Event description:
It was reported that cgm displayed error message 42 while sensor was in use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance, confirmed error message did not reappear, and successfully started new sensor session, with no additional actions reported.